Manufacturer narrative:
Pending investigation. Concomitant medical products: exactech novation crown acetabular cup, catalog no. 180-01-48, serial no. (B)(4); exactech novation femoral stem, catalog no. 160-32-11, serial no. (B)(4); and exactech femoral head, catalog no. 142-32-93, serial no. (B)(4). Recall/correction: z-2127-2021.

Event description:
As reported by a legal notification, this female patient had an initial left tha on (B)(6) 2014. Following a period of post-implantation recovery and for years after the replacement surgery, the patient's left exactech hip device performed as expected. The patient was revised on (B)(6) 2020 due to polyethylene liner wear resulting in significant tissue damage and synovitis. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for prosthesis wear as specified in the hhe: implanted with a lateralized liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported was likely a combination of the risk factors specified. However, this cannot be confirmed as the devices, radiographs, and operative notes were not provided.